Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 430 mg/dl and insulin injections were administered to address the bg level. The customer stated that the insulin appeared to be "gel-like" in the tubing. The customer was to change out the cartridge and infusion set tubing.